Manufacturer narrative:
Per the t:slim user guide: when editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 360 mg/dl. The customer changed the supplies and a bolus was delivered to lower the bg to 120 mg/dl. During troubleshooting with tandem technical support, the pump am/pm time setting was found to have been reversed. The time on the pump was corrected. The cause of the high bg may be related to the inaccurate time or possibly related to the supplies that had been changed.